Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment. The hard drive was reconfigured, and the software was reloaded as a preventive measure. The power supply was noisy, and it was replaced. The stylus did not align with the cursor on the screen of the device; the overlay/bezel assembly was replaced and the stylus was calibrated. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer was not able to update the software, even after attempting with a diskette. The programmer has been returned for repair and a requested test and calibration procedure. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.